Event description:
I have used a number of different at home covid tests without any issue. The usg recently shipped out maximbio tests. I followed the instructions to the letter. And got no response. Not a negative. Not a positive. I thought it was an anomaly so I used the second test. Again, no response. There is something wrong with these tests. FDA safety report ID# (B)(4).